Event description:
This spontaneous report was received on (B)(6) 2015 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss waxed (route-dental, lot number 3324d, frequency and expiration date unspecified) for an unknown indication. After an unspecified duration, when the consumer cut the floss, the metal cutter broke and completely came off from the dispenser. The consumer bought two devices and the other device worked fine. The field sample was received with printed lot number 3324d on 4-mar-2015. The sample was received with the blister package and the product was partially used. The insert is broken on the edge where the cutter is hooked and the broken part was loose. According to the visual evaluation the field sample fails meet specification due to broken insert. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states.

Manufacturer narrative:
The date of this submission is 13-apr-2015. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2015 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss waxed (route-dental, lot number 3324d, frequency and expiration date unspecified) for an unknown indication. After an unspecified duration, when the consumer cut the floss, the metal cutter broke and completely came off from the dispenser. The consumer bought two devices and the other device worked fine. This report had no adverse event and the action taken with the device was unknown. The field sample was received with printed lot number 3324d on (B)(6) 2015. The sample was received with the blister package and the product was partially used. The insert is broken on the edge where the cutter is hooked and the broken part was loose. According to the visual evaluation the field sample fails meet specification due to broken insert. This report was considered a reportable malfunction in the united states. Additional information was received on 03-apr-2015. A review of the data revealed no trend for the lot number. The retained sample was visually evaluated and did not present any defect. All product components were in good condition. The device history records were reviewed and no issues, defects or investigations were created related to insert breakage defect. The manufacturing related issues were reviewed, and no issues were found, associated with the lot number and product reported, for insert breakage defect. The complaint investigation was closed with a disposition of confirmed. Complaint trends will continue to be monitored. This report remains a reportable malfunction in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.